Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery, the clamp of the traction accessory did not hold. No significant delay or other complications were reported. It is unknown if there was a backup available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H2, h3, h6. The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed that the cam handle could not be closed with reasonable force. The cam handle set screw was no longer adjusted to allow for the handle to be properly tightened. The reported failure was confirmed and the root cause has been associated with a wear problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a loosening of the cam handle set screw with use over time. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.